Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate results with readings of "51 and 81mg/dl" on the lfs meter. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2 (03/14/2013)- correction: for follow-up report #1 (submitted on 03/14/2013), the product analysis on the subject meter was performed on (B)(4) 2013.

Manufacturer narrative:
Follow-up # 1 (03/14/2013)-device evaluation: the test strips involved with this complaint have been returned on (B)(4) 2013 and evaluated by product analysis (pa) on (B)(4) 2013 with the following finding: the test strip passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.